Manufacturer narrative:
Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with cracked case at reservoir tube window corner. Pump received with missing reservoir tube o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir lip was broken off and the o-ring was disconnected. Customer does not know how damage occurred. Customer's blood glucose was 50 mg/dl, which was treated with food. Customer was advised that insulin pump would need to be replaced.